Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4). Manufacturer contacted customer on (B)(6) 2017 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from meter memory of erratic non-fasting back to back tests of 150 and 198 mg/dl and high fasting results of 154, 184, 163, and 149 mg/dl. Customer was also comparing results to another device; actual meter to meter comparison results were not provided. The customer's expected fasting blood glucose test result range is 85-130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 04/30/2018 and open vial date at time of call is less than one month. The meter memory was reviewed for previous test result history: result 1 : 198mg/dl date: (B)(6) 2017 time: 12:03pm nonfasting; result 2 : 150mg/dl date: (B)(6) 2017 time: 11:58am nonfasting ; result 3 : 139mg/dl date: (B)(6) 2017 time: 6:47am fasting; result 4 : 154mg/dl date: (B)(6) 2017 time: 3:43pm fasting; result 5 : 184mg/dl date: (B)(6) 2017 time: 8:07am fasting; result 6 : 163mg/dl date: (B)(6) 2017 time: 7:45pm fasting; result 7 : 149mg/dl date: (b)(5)2017 time: 9:12am fasting; result 8 : 114mg/dl date: (B)(6) 2017 time: 6:47pm fasting; result 9 : 126mg/dl date: (B)(6) 2017 time: 7:16pm fasting. Customer is concerned with from any memory results: 198mg/dl vs 150mg/dl.